Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shot or squirted insulin as opposed to dripping when priming and had to press buttons harder to get them to active. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.